Event description:
Reported by health professional as - gastric band explanted for return. No info on event. Investigation in progress. F/u findings: surgeon noted, "slow leak from system this year."

Manufacturer narrative:
(B)(4). Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. No additional info has been reported to allergan regarding the full event date, full implant date and other pt data. Device labeling addresses the possible outcome of leakage as follows: "deflation on the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."